Event description:
It was reported that bd integra¿ 3 ml syringe safety was hard to activate. This occurred on 20 occasions after use. The following information was provided by the initial reporter: material no: 305272; batch no: unknown (provided 9046809) it was reported that the client was experiencing a hard time activating the safety. Verbatim: client was experiencing a hard time activating the safety. They tried first in the arm, and then started to remove the needle so that they didn't hurt the patient. They needed two hands to activate the button. There was about 20 needles in the case of 100 that were not able to be activated with ease.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ 3 ml syringe safety was hard to activate. This occurred on 20 occasions after use. The following information was provided by the initial reporter: material no: 305272 batch no: unknown (provided 9046809). It was reported that the client was experiencing a hard time activating the safety. Verbatim: client was experiencing a hard time activating the safety. They tried first in the arm, and then started to remove the needle so that they didn't hurt the patient. They needed two hands to activate the button. There was about 20 needles in the case of 100 that were not able to be activated with ease.